Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc231400/16542024. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, conversion.

Event description:
On (B)(6) 2017, this patient underwent treatment and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, it was reported that the devices were explanted due to a proximal type I endoleak. No further details were provided.